Event description:
An international customer reported an event of an "oil smell/ odor" emitting from the sterrad® nx sterilizer. There was no report of any human reaction. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. Odor/smell was confirmed. A corrective maintenance was performed and the catalytic decomp filter and solenoid valve were replaced. Unit meets specifications and was returned to service on 7/29/2015.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: additional parts replaced during service: oil mist filter, vacuum pump oil corrected data: the solenoid valve was not replaced to resolve the odor/smells issue. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, failure mode and effects analysis (fmea), and system risk analysis (sra). ¿the DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. ¿the service history for this unit was reviewed for the past 6 months (01/14/2015 to 07/13/2015) and trending was not exceeded. ¿the fmea revealed the risk priority number (rpn) scores are considered to be acceptable. ¿the sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter, oil mist filter and vacuum pump oil were not returned for functional evaluation. The assignable cause of the odor/smells issue is the catalytic converter, oil mist filter and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The reported issue was resolved at the customer facility. The issue will be tracked and trended.